Event description:
A physician reported a pt who was tested on 11/19/96 and treated for the first time on 12/19/96 to the horizontal forehead lines and glabella. On 2/7/97, the pt presented with erythema, induration and swelling at the sites of treatment and the skin test site (onset unk). The physician diagnosed a hypersensitivity and prescribed claritin.